Event description:
Customer reported rf voltage failures on startup when using the coulter lh 500 hematology analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and replaced the rf (radio frequency) detector preamp card to resolve this issue. (B)(4).